Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter would not cut and the outer tube was frozen. Also, reported that the cassette flooded the machine during the same case. The product was replaced and the procedure was completed. Additional information has been requested for this event. No additional information has been provided at this time. A product sample is not available.

Manufacturer narrative:
A probe sample was not returned for evaluation. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The evaluation cannot confirm if the probe did not work properly. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. A cassette sample was not received for evaluation. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A device history record review shows that the product was released per specification. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).